Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and reported that the micropore tape causes skin irritation and breakouts; however, the patient continues to use the product in limited amounts. No adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).